Event description:
Arctic sun cooling device was placed on patient for ttm (targeted temperature management). The device over-cooled the patient on two separate occasions. Another machine was placed on the patient and functioned as expected.